Manufacturer narrative:
(B)(4).

Event description:
The customer initially complained of questionable glucose results between inform ii meters and glucose results from the laboratory. The customer provided data for 3 patients tested on various inform ii meters. Based on the data provided, the results for 2 patients were erroneous when tested on inform ii meter with serial number (B)(4). Patient 1 initial finger stick test on the meter at 6:13 p.m. Was <10 mg/dl. The patient was tested again on the same meter at 6:15 p.m. And the result from a finger stick was 49 mg/dl. The test strips used for this comparison were from different vials of the same lot. Quality controls were run within 24 hours of the tests and were acceptable. On (b)6) 2016, patient 2 was initially tested on the meter at 1:57 p.m. And the result from a finger stick was 15 mg/dl. The patient was retested on the meter at 1:57 p.m. And the result from a finger stick was 32 mg/dl. The result from the laboratory at 2:01 p.m. Was 78 mg/dl. The test strips used for this comparison were from different vials of the same lot. Quality controls were run within 24 hours of the tests and were acceptable. No adverse event occurred. The test strips were requested for investigation.